Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment on 01/07/2019. The patient completed treatment on the cycler. Upon follow up, the peritoneal dialysis patient stated that they did not complete treatment. Pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention because of the reported event. The patient has been able to continue with the peritoneal dialysis treatment on the cycler. The peritoneal dialysis nurse (pdrn) and patient were unable to confirm the cassette availability. The patient has been able to continue with the peritoneal dialysis treatment on the cycler.